Event description:
It was reported that the system has poor image quality and intermittently tracks to max technique. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty footswitch, high voltage cable, and 2 power supplies. System operates as intended.